Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) year with blood glucose was over 700mg/dl. The customer experienced no any symptoms .the customer was treated in hospitalization. Customer stated that the current blood glucose level was 215mg/dl. Customer stated that the drive support cap was normal .the customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.